Event description:
The complainant alleged that during an attempt to defibrillate a patient (age and gender unknown), the device failed to discharge. The complainant indicated the clinician was able to obtain another set of handles to defibrillate the patient. The complainant indicated that there was no adverse efect to the patient as a result of the reported malfunction.